Event description:
Received an electronic report from a hemodialysis user facility. The clinical rn manager reported that, the patient had been on dialysis approximately 1 hour and 45 minutes, when we noticed blood leaking from heparin line. Upon visual inspection, the heparin line separated from the bloodline system causing a break in the system. The patient lost approximatley 350 ml of blood. The blood not returned to this patient. The patient was given a bolus of saline. The initial reported was contacted where it was learned. The patient also became hypotension, but the rn feels the hypotension occurred because of the combination of both the fluid removal during dialysis and the blood loss. Once the patient was given a saline bolus, a new treatment system was set up and the dialysis therapy resumed and was completed as ordered. The patient was then discharged to home. No further ill effect related to this event. A sample is available for an evaluation.